Manufacturer narrative:
A replacement device shipped to the site (B)(4) 2012. Medtronic evaluation of returned part finds that this is a down revision part. The vertek arm was able to lock and release without issue. No problem found. Device is fully functional; did not cause event.

Event description:
A medtronic representative reported that while in a tumor resection, the vertek arm was moved during the draping procedure after registration was completed. The vertek arm had been leaned on and was moved. The medtronic representative stated that the arm no longer remains locked when fully tightened. The procedure was completed successfully without navigation; the tumor was large and superficial. There was no negative impact on the patient outcome reported.